Manufacturer narrative:
The complete initial reporter facility name is (B)(6), a public interest incorporated foundation. The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the cuff test of the foley catheter was fine, but the balloon came out during surgery. The report states that the balloon burst, but from what the user had seen, it seems to have come out naturally.

Event description:
It was reported that the cuff test of the foley catheter was fine, but the balloon came out during surgery. The report states that the balloon burst, but from what the user had seen, it seems to have come out naturally.

Manufacturer narrative:
The reported event is confirmed manufacturing related. CAPA 4855225 was initiated to address the reported event. Four photos were received of the silicone foley catheter. Received 1 all-silicone temp sensing foley catheter with sample port connector. Verified material number 119314 and manufacturing lot number ngjw3472. Visual inspection noted no obvious observations. Unable to inflate balloon. Replaced returned inflation valve with an in-house valve and reattempted inflation and deflation. In-house syringe- unable to inflate as fluid leaked from eyelets. Dissected balloon and found that the notch was perforated completely. Dissected inflation funnel and pin gauges 0.025¿, based on physical sample received the product does not meet specifications according to ip7601841 rev 11 which states "shaft must not be damaged or pinched." This specific complaint allegation was part of a broader investigation captured in CAPA 4855225. The CAPA investigation conducted a broader review of labeling, complaints, risk management file, raw materials, and manufacturing changes for this product. Based on the results of the investigation no additional actions are required at this time. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.